Manufacturer narrative:
The device was discarded and is not available for evaluation. However, a photo was provided for investigation. A supplemental report will be submitted when the investigation is completed.

Event description:
The event involved a transfer set, pur yellow w/chemolock¿ port, spiros¿ where the customer reported that during the administration of etoposide, the tubing was leaking through the unidirectional valve. The set returned to the pharmacy, a new tubing was placed, and this is no longer happening anymore. A medical intervention was not necessary. The sample is not available for evaluation. There was patient involvement in the event, no delay in critical therapy, and no exposure or harm.

Manufacturer narrative:
A picture was returned showing the check valve on the transfer set. No leakage was observed. The complaint of leaking tubing could not be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.